Event description:
During a remote follow-up, episodes of far r-wave oversensing resulting in inappropriate automatic mode switching episodes were observed on the device. The device was reprogrammed to resolve the event. The patient was stable with no consequences and will continue to be monitored.